Event description:
Guidant received information that this transvenous defibrillation lead exhibited an inhibition of right ventricular pacing. Review of the electrogram (egm) revealed ventricular oversensing on the rate/sense channel.